Manufacturer narrative:
No medical intervention was required nor did the pt sustain an injury due to this incident. Field rep (gts) inspected the machine. He verified voltages and tested touch keys to make sure they were not sticking. The problem could not be duplicated. He verified the pressure and performed a leak test on the pressure pods, finding a slight leak on the effluent and access pressure pods. He replaced the pressure pods and installed the new 3.10 software. He verified that the display and touch keys were working correctly. He ran a simulated treatment making sure that the machine functioned according to MFR's specs.